Event description:
It was reported an angio-seal device was deployed to seal the arteriotomy site in 2004. The pt presented to the hosp with signs of infection at the groin site (date unknown). One week later, the pt underwent surgery; the angio-seal device was removed. The pt was reported to be recovering and doing well.